Event description:
Caller stating that the meter is giving inaccurate readings. That she tested at 10:50 on (B)(6) and the meter results were 316 she retested at 10:52 and the results were 28. She did not dose or give treatment due to she retested on an accu check meter and the results were more normal (100-120mg/dl). Caller does not have controls to test the meter as she stated they did not come with the meter. Caller stated that she has to test 4x daily and that she needs to be sure that the meter is providing accurate results. The caller doesn't change the lancet with each test, she keeps strips in a lunch box in her kitchen and performs test in kitchen. Educated on proper storage recommendations and best practices. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.